Manufacturer narrative:
.

Event description:
The customer reported that during installation the mp30 monitor is showing error speaker malfunction. No sound was being generated. The device was not in clinical use at the time of the event. No patient or user harm was reported.